Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. There are specific controls in the IFU that could prevent this failure mode from occurring; identifying specific neck angles, identifying condition of sealing areas, identifying the minimum amount of overlap between leg grafts and main body. The device remains implanted and no images were received to assist in this investigation. Although films were not returned, the complaint is considered confirmed at this time as correspondence with a representative indicated a review of the films showed a limb disconnect. We have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male with an extremely tortuous infrarenal aorta underwent initial aaa repair in 2008. The physician placed a flex main body, two iliac leg grafts, and one leg extension. Over time, one of the iliac limbs on the left disconnected so in 2009, the physician placed two additional iliac leg grafts. Patient outcome is unknown at this time.